Event description:
It was reported that the patient underwent an acdf at c4/5 using cervical plate and screws as anterior fixation. It was found that one screw backed out at c5 approximately three months post op. No revision surgery is reported at this time.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. The suspect devices in use are lot # w08d0500 and # w08f3389. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog # 876-613, 510k # k970806 was cleared in the united states.